Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, the initial esheath, delivery system and valve were unable to traverse to the iliac. The devices were removed as a unit. New devices were prepared. Upon removal, the initial esheath has a split in the transparent expandable area from mid sheath to approximately 10 cm from distal end. The second valve was successfully implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to h.6 device code. The device code peeled/delaminated was added. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: patient has an undersized access vessel. Calcification noted throughout patient's access vessels. Tortuosity present within patient's access vessels. Liner torn along the length of the sheath with delivery system and crimped valve exposed through it. A liner strand was observed to be along the same length of the liner tear, including attached to the valve on one end. Sheath distal tip appears to be unopened. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent inspection. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed with the provided procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Inability to advance through sheath as reported ''the delivery system and valve were then inserted; however, the devices were unable to traverse to the iliac. The devices were removed as a unit.'' Review of 3mensio shows an undersized access vessel with calcification and tortuosity. Per IFU/training manual ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' Calcification can reduce the vessel lumen diameter that may increase restriction leading to resistance. Undersized vessels can create a restricted pathway or a constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Tortuosity can subject the sheath to suboptimal angles that can lead to non-axial alignment in the advancement of the delivery system. All these factors can contribute to the experienced resistance during delivery system advancement through the sheath. Sheath liner strand returned imagery of post-procedural sheath shows a liner tear with the delivery system and crimped valve exposed through it. Additionally, a liner strand was noted with one end attached to the crimped valve. Review of 3mensio shows an undersized access vessel with calcification and tortuosity. Calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. Tortuosity can subject the sheath to sub-optimal angles leading to increased friction between the delivery system, crimped valve, and sheath through non-coaxial advancement. This non-coaxial advancement can lead to the valve to catch onto the liner and tear it, resulting in the system to be outside of the sheath while in the patient. This may have also been exasperated with any excessive manipulation potentially applied to overcome the experienced resistance. A liner strand is found attached to the crimped valve which is also further evidence that the valve had caught onto the liner and tore it as it was advanced. As such, available information suggests that patient (undersized vessel, calcification, tortuosity) and/or procedural (excessive manipulation, valve caught on liner) factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.